Event description:
It was reported there were telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. It had been 2-3 month s since the patient had stimulation. A company representative was going to meet with the patient today. This may be the third strike as the patient has history of past overdischarge. It was confirmed that the battery was overdischarged. After two 60 minute sessions, they were able to start charging. The power on reset (por) was cleared. It was verified that the patient had stimulation in the desired areas. The company representative is planning on a follow up visit in the next few weeks. The patient does not currently have a managing physician. The rep. Later called in to report that the battery was replaced following the third overdischarge. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3550-29, lot # n145490, implanted: (B)(6) 2008, product type accessory; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).